Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by a user. A technical service engineer identified that items that were pushed against the other drawers caused it not to open. The serial number, UDI and manufactures details kept blank since the given asset information found to be generic medbank. The system functioned as intended after the technical service engineer troubleshooted the device.

Event description:
It was reported that when using the pyxis medbank system, there was a drawer failure, unable to open. A customer reported issue occurred when dispensing medication to patient. There were no adverse events or injuries reported based on this incident.